Manufacturer narrative:
Visual examination of the provided pictures identified the explanted devices, but these could not be used to confirm the complaint. Devices not returned; further analysis cannot be made. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient underwent a primary hip arthroplasty. Subsequently, the patient was revised five (5) years post implantation due reoccurring dislocations. The cup positioning was poor. Liner and cup were explanted.

Manufacturer narrative:
(B)(4). D10: 010000935, g7 hi-wall e1 liner 36mm e, 6744975; 00877503602, bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14 3020310. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.